Manufacturer narrative:
The insulin pump alarmed remote frequency pic failed self test during self test due to faulty connector at remote frequency board. No cosmetic damage noted.

Event description:
It was reported that the insulin pump alarmed an error for 4 days. The blood glucose reading was 283 mg/dl. The customer stated that the alarm would sound, the device would start counting into a sequence, and then it would work fine. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.